Manufacturer narrative:
(B)(4). Evaluation summary: investigation of the returned device found that the suture knot was properly formed and tightened and there was dried blood observed within the knot. There was no suture loop observed, suggesting that the knot was successfully advanced to the arterial surface as intended. The suture was pulled out of the artery while attempting to tighten the knot to close the access site, which could appear very similar to the reported suture knot/loop formed outside the artery. The reported product experience was confirmed. Every suture is inspected for proper assembly during manufacturing. The suture was returned intact with a properly formed and tightened suture knot. There were no manufacturing-related deficiencies detected. There were no challenging anatomical conditions reported, which could have contributed to difficulty tightening the suture knot, resulting in the suture being pulled out of the artery. Applying excessive pressure to the suture while attempting to tighten the knot could have contributed to the suture being pulled out of the artery. Based on the reported information, manufacturing inspection criteria, and analysis of the returned device, the probable cause for pulling the suture out of the artery while attempting to tighten the knot to close the vessel is related to the operational context in the use of the device. No manufacturing or quality deficiency was detected. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot which could have contributed to the reported event. A query of the complaint handling database for this lot revealed no similar incidents. Based on the investigation, there does not appear to be any indication of a product quality deficiency.

Event description:
It was reported that a physician attempted arteriotomy closure of a right common femoral artery using a proglide device after a percutaneous coronary stenting procedure. Reportedly, when the physician pressed the plunger on the device and harvested the suture, it was found that the knot/loop was formed outside the artery. The device was removed and another proglide was attempted. However, after harvesting the suture, the physician maintained tension on the rail suture and retrieved the device. Once the device was retrieved outside the body of the patient, the physician found that the non-rail suture broke and the knot was loosened while attempting to advance the trimmer down the rail suture. Manual arterial compression was applied to achieve hemostasis. There was no adverse patient sequela. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The other perclose proglide device is being filed under a separate medwatch MFR number.